Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to start of the procedure. The customer was setting up the back table and noticed the scope was missing a piece at the grey housing, so it was not used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and functional testing performed on an in-house system showed the endoscope could not provide video due to an electrical or communication failure. The system could not communicate with the endoscope and displayed the error: clean connector or replace endoscope. Endoscope initialization failed. A visual inspection found glue damage (gap) on the fiber distal tip, and the endoscope housing had customer-added labels or markings. Friction testing showed the camera instrument adapter did not rotate smoothly and produced noise, confirming binding. A visual inspection found mechanical damage on the endoscope¿s integrated cable connector, including scratches, indentations, or broken/missing pieces at the proximal end. Inspection revealed corrosion on both the start and strdl printed circuit assemblies (pca) within the endoscope¿s integrated connector. Customer system logs showed a camera_err_info_communications_error, indicating communication issues between the camera head and system. Despite corrosion findings, the endoscope passed functional communication and camera module integrity testing. After disassembly, corrosion/moisture-related damage was confirmed on connector components, which could contribute to intermittent communication failures. The complaint was confirmed by failure analysis. The probable root cause of the customer reported issue of functional test failure cannot be determined based on the failure analysis results. The probable root cause of broken start pcb and broken strdl pbc is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the 8mm 30-degree endoscope plus had a broken piece. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.